Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-05265, 0001825034 -2018 -05273, 0001825034 -2018 -05276 . Concomitant medical products: vngd xp intlk fmrl lt 65mm item# 195216 lot# 396440, vgxp xp e1 tib brg ll 9x71 item# 195814 lot# 641500, vgxp xp e1 tib brg lm 9x71 item# 195884 lot# 265980. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left knee arthroplasty and subsequently the patient suffered pain and was treated with aspiration and injection.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed as no product was returned; therefore, the condition of the components is unknown. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.